Event description:
It was reported that a spectrum pump had no loading guide displayed when door is open. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'no loading guide displayed when door is open' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be damaged lower hook switch. The lower aux requires replacement to address this issue. During evaluation the device had intermittent speaker audio. Evaluation determined the causality to be a failed rear case. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.